Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited a fault code relating to an open circuit which was detected during shock delivery. The patient received several appropriate shocks. Shocking lead impedance was 90 ohms, right ventricular (rv) lead pacing impedance measurement was 490 ohms and pacing threshold measurements were fine. Boston scientific technical services (ts) discussed that the patient needs to follow-up with the physician because both the device and the lead are likely to be replaced. Additional information was obtained indicating that the patient is being treated with cellulitis and an e.coli infection which is not related with the product. Also, the patient is wearing a lifevest and the patient is on antibiotics for several weeks. After the patient has completed the antibiotic regimen, the patient will be scheduled for a lead extraction and device evaluation with the physician. The rv lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient presented to the emergency room after receiving shock therapy. Interrogation of the device revealed a shock lead open fault message. Reported shock impedance measurement were 93 ohms. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.